Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented to the emergency department with complaints of fatigue for 5 days, which then later progressed into dyspnea on exertion, chest pain, and a single syncopal episode on (B)(6) 2020. He also noted for four days he had melanotic stools, which endorsed to lower extremity edema. Hemoglobin was noted to be 6.9, international normalized ratio was 2.5 and stool occult blood was positive. Chest x-rays noted congestion and small pleural effusion. A colonoscopy was done and it showed single bleeding 5 millimeter proximal ascending colonic angiectasia likely to be the source of anemia/melena. The patient received about 7 units of iron transfusion. Hemoglobin and hematocrit later remained stable. The patient also had acute exacerbation of heart failure evident of hypervolemia and serial dialysis helped with the removal of his fluids. He was discharged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and reported events could not be determined. The patient remains ongoing on vad support. Bleeding is listed in the heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) as an adverse event that may be associated with the use of hm3 lvas. The patient care and management section provides information regarding ¿anticoagulation¿, including recommended inr values. The device history records, including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 08aug2016. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Bleeding is listed in the hm3 lvas IFU as an adverse event that may be associated with the use of hm3 lvas. The patient care and management section provides information regarding ¿anticoagulation¿, including recommended inr values. No further information was provided. The manufacturer is closing the file on this event.